Event description:
The patient stated that she was doing better. No further relevant information has been received to date.

Event description:
It was reported that a patient's seizures have been bad and that her magnet has not been helping. It was stated that her seizure convulsions were longer and stronger, and it takes her longer to fully come out of a seizure. The patient had a car accident and was not sure if the accident had affected her device. The patient further reported an increase in seizures. Programming history was reviewed, and the last settings provided to the manufacturer's was from (B)(6) 2018. The last diagnostics performed were from the date of implant where the device was shown to be functioning as intended. No further relevant information has been received.